Event description:
While patient was on the floor waiting for surgery, the clamps on the external fixator loosened, causing the patient to have mobility in the elbow and potential loss of reduction. The patient did not have any lasting adverse effects due to the loosening of the device.

Manufacturer narrative:
Add'l info has been requested. Subject device is not implanted. Investigation could not be completed no conclusion can be drawn. No device has been returned. A review of the device history record has been requested.